Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump passed sleep current measurement, active current measurement, and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on the ambient light sensor(u1). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25 alarms noted during testing or in the pump trace download. No unexpected post-reset ram crc alarm or 46 alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 156 mg/dl. Customer was successfully clear the alarm. The insulin pump will be returned for analysis.